Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After implant, the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. It was determined that the ipg was placed in a position deeper than what is recommended. Surgical revision was performed on (B)(6) 2022 to move the ipg to a more optimal location and restore therapy.

Manufacturer narrative:
No allegations of system or component failure. The need for surgical intervention is related to the implant location of the ipg.